Manufacturer narrative:
Terumo has not received the actual device for investigation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the sampling line connection dislodged from the connector when pulled. There was no patient involvement as this occurred during setup. Product was not used. Surgery was completed successfully.